Event description:
My breast implants of 34 plus years need to be removed... Left is hard painful pain into arm as well lately. My overall health has been getting worse. Eyesight affected... 3 (B)(6) blood test of lupus and ra but had no sign in hands etc. Years ago. Now I am weaker and hurting so and breast on left is hard and painful 24/7. I have no idea of who did them and calif and what year but approx 1983. Someone please help me. I am alone with no income and getting to refer by the hours and hole body is in a bad state. Not like me to have no go. Will to even try to be normal with this weak body full of pain is worthless. Never knew till hardening that all health issues could be because of this. Help please help. This is not a life to live. I beg for help to be healthier again please. I live alone and am (B)(6) always full of life but seems last few years it's gone. Please, please help. Cannot sleep, massive migraines etc.